Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the IFU sections: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope was bitten by the patient during examination, (pinhole). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign object came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation it was found that the nozzle had foreign objects due to insufficient cleaning. Additional findings were as follows: due to a pinhole on connecting tube, water tightness is lost, the connecting tube has a dent, due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, the adhesive on bending section cover has a chip, the adhesive on bending section cover has a crack, the adhesive on bending section cover has white-clouded area, the universal cord, the protector of universal cord on s-connector side, the c-cover, the connecting tube, all had a scratch, the adhesive around objective lens is peeled, the adhesives around objective lens has white-clouded area, the adhesives around lg lens has white-clouded area, the connecting tube has coating peeling, and the connecting tube has a wrinkle. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. The customer provided the following information: the facility stated that they cleaned, disinfected, and sterilized the device. There was no delay in the start of the precleaning, and it was properly implemented. The facility flushed the air/water nozzle with water and air. The air/water nozzle was cleaned with lint-free cloths/brushes/sponges and the air or water nozzle was cleaned with a detergent solution. It is unknown if there were any abnormalities in the accessories used for reprocessing. The facility flushed the air/water nozzle/channel with the detergent solution. There were no concerns about the reprocessing from the facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.